Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose reading is 168 mg/dl. The drive support cap is protruded. Nothing further reported.

Manufacturer narrative:
Unable to prime insulin pump during prime test and device alarmed motor error during basic occlusion test due to a faulty force sensor resistor. Motor passed the motor test, but was unable to perform the excessive no delivery test due to the motor error alarm. A cracked case, broken battery tube threads, cracked reservoir tube and missing end cap sticker noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.